Manufacturer narrative:
Correction: product and associated fields updated to proper value. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The computer booted normally to application screen. Computer passed tests with no errors. No fault found.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during registration of a cranial case, the navigation system became unresponsive and did not work. The site attempted to restart the system, but the issue was not resolved. The procedure was completed without the use of the navigation. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.